Event description:
It was reported that the ilet bionic pancreas displayed alert 42 indicating an insulin current sense failure and subsequently produced an unable to proceed alert during rewind despite restarts and a dry-run attempt, prompting shipment logistics coordination and continued use of backup therapy. Symptoms included device alarms with interruption of insulin delivery. Outcomes included disruption of pump therapy and reliance on alternate diabetes management until replacement arrival. Investigation included remote troubleshooting, verification of device function via restart and dry-run, and coordination with the carrier regarding shipment details. Investigation of this case revealed a suspected malfunction related to the pump¿s insulin delivery sensing and rewind functions, consistent with a device performance issue affecting the pump¿s internal current sensing component. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction requiring replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.